Manufacturer narrative:
Continuation of d10: 479888 lead implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) inappropriately withheld therapy for the detection of v entricular tachycardia (vt) with retrograde that was classified as a supra ventricular tachycardia (svt). It was noted that the episode appears to be vt that is waffling in and out of the zone which, when this happens long enough, tricks the sinus tachycardia dis criminator feature into thinking the vt with retrograde is a conducted atrial rhythm with a longer conduction time. When it remains in the zone long enough, it is classified as sinus tachycardia. It was also noted that the patient is not feeling well in general. The device remains in use. No further patient complications have been reported as a result of this event.